Manufacturer narrative:
(B)(4). The customer reported that during testing, the unit gave a no shock delivered message. There was no pt involvement. Philips evaluated the device, confirmed the customer's reported symptoms and found the device would power up and then reboot itself repeatedly. Philips resolved this issue by replacing the power pca.

Event description:
The customer reported that the device failed to run defib tests and did not execute the shift/system check as documented.